Event description:
(Chronos strip clinical study patient) a report was received regarding a chronos strip study patient who returned to the study site on (B)(6) 2012 complaining of back pain in and around the surgical site and off the sides. The patient had been previously experiencing back pain for greater than a year and was subsequently implanted on (B)(6) 2011 with 1 chronos strip, 5cc bma, and 3.75cc local bone at l5-s1 and unspecified matrix construct. Prior to implantation, the patient was treated with nsaids and injections. Upon examination, the investigator determined that back pain was clearly not related to the device, but possibly related to the surgery. The investigator also reported the severity of the event to be moderate with some limitation of usual activities. Subsequently, the patient symptoms were noted as improving. This report is for 2 unknown locking caps. This is report 3 of 4 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.